Event description:
Patient reported that the pump emitted a replace battery alarm with a new battery installed and upon removal, this battery was warm to the touch.

Manufacturer narrative:
The pump was returned to animas for evaluation. The pump history was reviewed and found to contain numerous power resets. Evaluation revealed a damaged circuit board.